Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a fibroscopy procedure on (B)(6), 2010 (patient age, gender and weight are unknown). According to the complainant, during the procedure, the jaws did not close properly after performing two biopsies. The device was removed with the tissue sample and the procedure was completed. No device damage noted, and the device was pre-tested prior to the procedure with no abnormalities noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination revealed that the clevis would detach from the coil upon handle actuation. Although the clevis would separate from the coil, it did not detach completely from the device as it was held in place by the pull wires. Functionally, the jaws of the forceps opened and closed considering the product return condition. The device riveting was found to be within specifications; however, the device welding was not, which allowed the clevis to separate from the coil. The condition of the returned incident device was not consistent with the complaint; jaws won't close. However, the device clevis would detach from the coil upon handle actuation. The most probable root cause is manufacturing since the clevis detached from coil despite the fact that the welding marks were present. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
(B)(4) - no code available (won't close). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a fibroscopy procedure on (B)(6) 2010 (patient age, gender and weight are unknown). According to the complainant, during the procedure, the jaws did not close properly after performing two biopsies. The device was removed with the tissue sample and the procedure was completed. No device damage noted, and the device was pre-tested prior to the procedure with no abnormalities noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.